Event description:
It was reported that pump malfunction alarm occurred with malfunction code displayed and no notable events before issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. There was no reported need for third-party assistance. Technical support provided pump reset instructions, assisted with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction happened again, which customer acknowledged and understood.